Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an unknown amplatzer duct occluder was selected for implant. The physician reported significant resistance when attempting to advance the device within the delivery system. The device was exchanged for a second unknown amplatzer duct occluder (lot number: unknown). The second device was an inappropriate fit and resulted in cardiac arrhythmia. The device was removed, the procedure was aborted, and the patient was deferred for surgical correction. Additional information has been requested.

Manufacturer narrative:
An event of difficulty sizing the defect for proper device fitting was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an unknown amplatzer duct occluder was selected for implant and was mis-sized and exchanged for another unknown amplatzer duct occluder (lot number: unknown). The patient is reported to be stable.